Event description:
Coating failure of treatment surface on handpiece. Device operator used the device to test on another person - not a patient. The coating failure caused a small burn that has healed without medical intervention.